Event description:
It was reported the patient has an infection at the mid-back incision site. It was noted the patient's infection appears to be superficial. Cultures were taken and the patient was prescribed antibiotics. The next course action is unknown at this time.

Event description:
Follow-up identified culture results revealed a staph infection. Furthermore, the physician believes the infection is resolved and surgical intervention is not required at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.